Event description:
Reporter stated, revision surgery revealed polyethylene wear of the tibial insert and patella.

Manufacturer narrative:
Section f: info has been requested from the user facility and is unobtainable. The tibial component and patellar component can not be evaluated for the reported wear as they have not been returned to howmedica but rather have been retained by the patient. A review of the device history record for the tibial component found that no discrepancies were reported during MFR. The lot code for the patellar component is apparently incorrect so that a review of its device history record is not possible.